Manufacturer narrative:
On (B)(6) 2021 the patient (pt) provided additional medical information. An eye care provider (ecp) note dated (B)(6) 2021; diagnosis: keratitis od due to acanthamoeba. Va with stenopeic orifice ((B)(6) 2021) od 20/100. Va with glasses and stenopeic orifice ((B)(6) 2021) last consult: od 20/20 in use, biguanide od every hour; vigamox every 4 hours od and hyabak od every hour. The pt will continue care at the clinic. On 23nov2021 additional information received from the pt. The pt reported the eye is better, but there are days the pt wakes up with the od blurry and ¿very sensitive.¿ the pt had a fu appointment with the ecp on (B)(6) 2021 and advised to discontinue use of biguanide and vigamox. The pt currently uses hyabak every hour until the return visit in 1 month. The pt reports photophobia and wears sunglasses while outside. The pt was advised not to return to contact lens wear. No additional medical information was provided. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product discarded.

Event description:
On 03nov2021 a patient (pt) in (B)(6) called to report while wearing the acuvue® oasys® for astigmatism brand contact lens (cls) an eye care provider (ecp) diagnosed the pt with a ¿bacterial and cornea scratched on od.¿ the pt reported the od was irritated on (B)(6) 2021, after wearing the new suspect cls all day. The od remained irritated after removing the suspect cls. The following day, the od was irritated, painful, the vision was blurry, and the pt was unable to open the od. The pt went to a hospital for evaluation and the ecp used ¿numbing drops¿ in the od. The pt was diagnosed with od superficial lesion on the cornea and bacterial infection. The pt was told by the ecp that there will be a scar ¿later.¿ the pt can see the ¿lesion on the left side¿ of the cornea. The pt was prescribed hyabak and vigadexa every hour for an undetermined time. The pt was also prescribed another ¿special-order¿ eye drop ¿viganida¿ to be used every 1 hour, not yet received by the pt. The pt reports daily follow-up (fu) visits to the hospital. The pt still complains of od photophobia and foreign body sensation. The ecp advised the pt that the od is better now, but the ecp is mostly concerned with the bacterial infection. The pt didn¿t notice anything abnormal with the appearance of the od suspect cls on insertion. Upon removal of the od cls, the pt noted the suspect cls was ¿intact¿ but there was another piece of the cls that came out of the eye which appeared to be the same as the cls material. The pt reports daily cls wear with a 30-day replacement schedule. The pt can¿t recall the name of the cls solution used at the time of the event. The pt will obtain a statement from the ecp with the diagnosis and the pt will also send a copy of the prescribed medications by email. On 04nov2021 the pt provided additional medical information. The pt reported a fu visit today. No changes reported to the pts prescriptions. The pt reported there is improvement in the od. The pt received the special-order eye drop. The pt states the ecp will provide a medical statement with the consult tomorrow. On 04nov2021 a call was placed to the pts treating facility. A representative advised medical information can only be provided to the pt. No additional information was provided. Multiple phone call attempts were placed to the pt for additional information, but the pts phone number is out of service. Additional emails were subsequently sent to the pt requesting the ecp note with diagnosis and copy of prescriptions. No additional medical information has been received. The suspect od cls was discarded. No additional evaluation can be conducted. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00vx6t was produced under normal conditions. If any further relevant information is received, a supplemental report will be filed.